Event description:
It was reported that a user experienced elevated glucose readings after a meal while using the ilet with a steel 6 mm contact/detach infusion set, and troubleshooting included disconnecting and discarding the infusion set, performing a fill tubing, applying a new set, and completing a fill cannula to resume insulin therapy. Symptoms included hyperglycemia without reported acute complications. Outcomes included resolution efforts through troubleshooting and education, with follow-up planned to confirm glucose regulation. Investigation included user-guided troubleshooting focused on the infusion set and insulin delivery pathway. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.